Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2013, 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogated a battery longevity that appeared lower than expected due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.